Event description:
A valiant captivia thoracic stent graft system was inserted in a pt for the endovascular treatment of a 86 mm proximal descending thoracic aortic aneurysm. Vessel morphology was reported as excessive tortuosity and mild calcification in the descending aorta; no tortuosity or calcification in the iliacs. It was reported that the valiant captivia stent graft could not pass the sharp angled descending aorta and aortic arch. The delivery system was not kinked; however, it was bent upon removal. One stent was deployed just about celiac artery. There was no serious injury. No clinical sequelae were reported, and the pt is fine. The device was returned for evaluation and there were no kinks on the sheath. The sheath had a little curvature, likely from the insertion attempt into the pt; otherwise, the device was unremarkable.

Manufacturer narrative:
(B)(4). Results/conclusion: (sharply angled descending aorta and arch). (Bend in delivery system).